Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted. At an unknown time, the patient experienced a stroke. No intervention was performed since the patient is unable to take anticoagulation medication.